Event description:
It was reported that (2) devices were used during a colectomy. It was reported by the affiliate that (2) tlc75 instruments, with the same lot number, would not fire because of mechanical lockout. Another instrument was used to complete the case. There was no consequence to the pt.